Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 12/07/20108. A review of the device history record confirmed the lot passed finished goods release criteria. Retain and returned cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
On 11/26/2018, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded a suspected discrepant po2 result of 41mmhg on a (B)(6) year old male patient with diabetes and hypertension. The customer repeated the test using another lot and results were as expected. There was no additional patient information available at the time of this report. Return product is available for investigation. Method; date; collected; tested; po2; sample: I-stat (B)(6) 2018, 0505, 0511, 41 mmhg, a; I-stat (B)(6) 2018, 0505, 051,1 72 mmhg, a. Ref range 80-100 mmhg. At this time there is no reason to suspect a malfunction exists. The customer stated that only po2 results are unexpected, and ph results are acceptable. However, the issue appears to be related to sample handling although not confirmed at this time. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay.